Event description:
C-cc-dc - kit components damaged or out of spec; it was reported that the 3-way port of the flotrac sensor was broke. There were no patient complications.

Manufacturer narrative:
Customer report was confirmed. Received (1) complete flotrac kit. Zero-stopcock was completely broken off at uv bond joint with flotrac housing. Damage occurred at flotrac housing male luer. Multiple stress marks were evident to entire stopcock female luer.